Event description:
Da vinci prograsp forcep wire broke during the case, while instrument was in use in the patient. No harm to the patient was seen. A new instrument of the same type was obtained and used to finish the case. Robot rep and service coordinator notified.